Event description:
During a lap incisional hernia repair procedure, the needle introducer was not extending fully so the nitonol anchor was not being correctly introduced into the abdominal wall resulting in the anchors falling into the pt's abdomen. The one device returning.